Event description:
It was reported that during a failed attempt to cross a heavily calcified unspecified coronary artery, during advancement, the stent implant was pushed proximally of the balloon. In order to keep the stent implant from being left in the patient, the stent delivery system (sds) balloon was slightly inflated. There was no resistance reported during retraction of the sds from the patient and the sds was retrieved successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.